Event description:
Further evaluation of the event also revealed that the patient experienced problems emptying their bladder. If additional information is received, a follow up report will be sent.

Event description:
It was initially reported that the patient experienced incontinence problems since implantation of the implantable neurostimulator (ins). The patient also had a bowel movement without them realizing it. On (B)(6) 2013, follow up information received from the healthcare professional (hcp) reported that they had spoken to the patient twice and there was no mention or note in their records of any bladder or bowel issues. On (B)(6) 2013 it was reported that the patient was hospitalized for a ¿bad¿ urinary tract infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4); product type recharger product ID 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746 lot# serial# (B)(4); product type programmer, patient. (B)(4).